Event description:
It was reported that approximately six months post-implant of a bifurcated device, a computed tomography scan revealed occlusion in the device. Reportedly, the physician elected to perform aorto bifemoral procedure. The patient tolerated the procedure well. Additional information: the patient was originally treated for occlusive disease (off-label) and did not present with aneurysm during index procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. The device remains implanted in the patient. Procedural images and medical records were not provided for clinical assessment. A manufacturing record review was performed. The lot met all release criteria with no related issues. The lot usage history shows that no other units from these lots have been involved in any similar complaints. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.